Event description:
The manufacturer received information alleging death of the patient. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In the previous report patient outcome grid was not added. In this report patient outcome code grid (box h) has been updated or corrected.